Manufacturer narrative:
Hologic technical support (ts) reviewed logs and identified some hardware errors, as well as some negative samples with elevated rlus and positive samples with lower rlus. Hologic field service engineer (fse) tested three racks of blank tubes which all resulted negative, indicating there was no more contamination. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 eua(B)(4) aptima sars-cov-2 eua(B)(4) and aptima sars-cov-2/flu eua(B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported suspected contamination affecting their sars-cov-2 tma runs on panther instrument sn (B)(4) due to some abnormal results. Hologic technical support reviewed logs to identify any sources of potential contamination.